Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "broken optical fiber" (break). A customer reported a broken optical fiber. Additional information was requested. No patient impact was reported. Multiple attempts were made to request additional information, but none has been received to date.